Event description:
The account generated false elevated magnesium on a patient sample that repeated lower when processing on the alinity c processing module. Sid (B)(6) (80 year old female) generated magnesium of 2.47 mmol/l that repeated 0.78 mmol/l. The account uses a magnesium reference range of 0.7 to 1.0 mmol/l. The original result was reported to the clinician with no impact to patient care reported. No additional patient information is available. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation evaluated the alinity c processing module, serial number (B)(6). The technical service specialist (tss) inspected the instrument and observed bubbles in the r1(reagent) syringe assembly. The tss resolved the issue by rebuilding the r1 syringe assembly. No additional discrepant result issues have been reported since the service activity was completed. The associated part, reagent syringe assembly was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify an increase in complaint activity for both the alinity c system and associated part reagent syringe assembly with regards to the customer¿s issue. Device history review did not identify any non-conformances or deviations with the part associated with this complaint. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
Section a patient information: no patient gender, ethnicity, race provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated magnesium on a patient sample that repeated lower when processing on the alinity c processing module. Sid (B)(6); (80 year old female) generated magnesium of 2.47 mmol/l that repeated 0.78 mmol/l. The account uses a magnesium reference range of 0.7 to 1.0 mmol/l. The original result was reported to the clinician with no impact to patient care reported. No additional patient information is available. No impact to patient management was reported.